Event description:
A customer reported that the system's footswitch presented problems during a cataract extraction procedure. An alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
A review of the service report (sr) indicates the customer did not approve of the budget and the sr was closed with no further service requested. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).